Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, however, it is most likely related to patient conditions. Section h11: the following sections have corrected information: (b5) describe event or problem: as reported, approximately 1.5 years post op the initial left tka, this 37 y/o male patient was revised due to the bone never grew into the porous components. The porous components were revised to cemented components. Patient was last known to be in stable condition following the event. Devices will not be retuning, hospital policy. No other information.

Event description:
As reported, approximately 1.5 years post op the initial left tka, this 37 y/o male patient was revised due to the bone never grew into the porous components. The porous components were revised to cemented components. Patient was last known to be in stable condition following the event. Devices will not be retuning, hospital policy. No other information.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b2, d1, d4, d8, g4, h4, h6: clinical code medical device problem code, component code, type of investigation and investigation findings. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 6657637, 02-020-14-0235 - truliant cr por fem cr por left sz 3.5, 6667564, 02-022-55-3525 - truliant por tib tray size 3.5f/2.5t, 6673602, 200-07-32 - advanced patella 32mm 3 peg implant, 5292282, 201-78-15 - holding pin mini sharp point 4 pk.

Event description:
As reported, approximately 1.5 years post op the initial left tka, this 37 y/o male patient was revised due to the bone never grew into the porous components. The porous components were revised to cemented components. Patient was last known to be in stable condition following the event. Devices will not be retuning, hospital policy.